Event description:
It was reported that during a laparoscopic rectosigmoidectomy procedure, the device did not fire during the anastomosis in the rectal colon, it locked. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.